Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, openings, crease fold, non-penetrating nicks, broken shell, missing. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. And also identify a striated edge opening, consistent with use of a surgical tool. Identified a sharp edge and with non-penetrating nicks assessed as surgical impact opening. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. A sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks. A striated edge opening on posterior, radius, anterior side due to surgical damage.

Event description:
Physician reported that during explant surgery, rupture noted with "total shell absence of the upper part of the implant" approximately 14 years posr implantation. Physical examination prior to surgery did not identify any event. Device explanted and replaced. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling

Event description:
Physician reported that during explant surgery, rupture noted with "total shell absence of the upper part of the implant" approximately 14 years posr implantation. Physical examination prior to surgery did not identify any event. Device explanted and replaced. Right side.